Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, a sales representative reported via email that (qty. 2) of an ar-3636 knotless 1.8 fibertak soft anchor pulled out after trying to shuttle the repair stitch. Nothing broke in the patient, and the case was completed successfully. This was discovered during a labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.